Manufacturer narrative:
Apparently one technician tried to move the scanner when aligning the patient in preparation for scan. Per our user manual for the ceretom (1-nl3000-060) it is recommended that two people move the scanner when the scanner drive system is not connected - this is outlined in at least two locations within said document. Additionally, this point is further emphasized during the mandatory clinical training that is provided by neurologica's clinical training staff. This adverse event was not formally reported to neurologica corp. By the user facility until (B)(6) 2014.

Event description:
An operator at the facility sustained a back injury to his/her back while positioning the system on their own (without the use of a supporting drive system) in preparation of performing a prescribed scan.